Event description:
It was reported that during a port placement procedure, the plastic hub broken. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the second complaint reported for this lot number and the lot met all release criteria. A device history record review is required. Investigation summary: one introducer needle was returned for evaluation. Gross visual, microscopic and functional testing were performed. The investigation is confirmed for the reported hub broken issue as multiple cracks were observed on the proximal hub of the introducer needle and leaks were noted from the cracks on the hub upon infusion of the introducer needle. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 10/2021), g3, h6 (method). H11: e3, h6 (result and conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 10/2021).

Event description:
It was reported that during a port placement procedure, the plastic hub broken. There was no reported patient injury.